Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery issue. The customer's blood glucose was 93mg/dl at the time of call. Trouble shooting was performed and found battery cap has cosmetic damage the contacts are missing. Customer just put a glue on the cap to make the pump work using a duracell battery. Advised sending replacement battery cap. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.